Event description:
Information received by medtronic indicated that insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the notification stopped flashing immediately. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 25 alarm, pump error 68 alarm and back light anomaly found on (B)(6) 2022. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored for several hours, and no pump error 25 alarm, pump error 68 alarm and back light anomaly noted during the testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert, failed battery/battery failed alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 18:05:43.000, (B)(6) 2022 22:51:55.000 and (B)(6) 2022 22:51:55.000, (B)(6) 2022 23:30:52.000 to (B)(6) 2022 23:54:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 18:00:00.000. Failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 18:06:40.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:57:00.000, (B)(6) 2022 22:57:08.000, (B)(6) 2022 23:43:49.000, (B)(6) 2022 23:55:22.000, (B)(6) 2022 23:55:30.000. Pump error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2022 23:55:30.000, (B)(6) 2022 22:09:00.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:32:35.000. Per r&d engineer, corruption of data integrity of serial flash area with traces. Area was reset and pump was functioning normally. Pump error 68 alarm was expected. Per r&d engineer, the li-ion battery voltage dropped to 0..0,5 volts and stayed low for ~3 hours, which generated power error. Possible hw fault or li-ion battery. A test internal battery was used and the original electrical board 2 was installed in the original electrical board 1, case and motor. Powered the pump on using the aa 1.5 volts battery and continued testing, 2nd download and generation of power management graph. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. The insulin pump was monitored and no unexpected pump error 25 alarm noted. The insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly. Pump error 25, replace battery alert, failed battery/battery failed alarm and power loss alarm was confirmed due to corrosion on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Backlight anomaly and pump error 68 alarm were not confirmed. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were confirmed. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm due to corrosion on the electrical board 1 and electrical board 2. During visual inspection, corrosion was also found on the battery tube assembly, force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.